Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 440mg/dl. Customer also reported getting insulin flow blocked alarm which was resolved by changing the complete set. Blood glucose at time of incident was 360 mg/dl. Patient's current blood glucose value was 314 mg/dl. Customer treated with insulin pump. Customer completed troubleshooting. The insulin pump is not expected to be returned for analysis.